Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged dilator is inconclusive due to the state of the returned sample. One photograph of a dualator dilator was returned for evaluation. An initial visual observation of the photograph showed use residue on the dilator. No damage to the device could be discerned from the returned photograph. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer when the nephrology department used a short dialysis catheter, it was found that the skin expander was damaged and could not expand the skin normally. The catheter cannot be placed properly. Another was placed, second puncture. No injury reported. No other information was provided.

Event description:
It was reported by the customer when the nephrology department used a short dialysis catheter, it was found that the skin expander was damaged and could not expand the skin normally. The catheter cannot be placed properly. Another was placed, second puncture. No injury reported. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.